Event description:
The pt reported blood glucose results of "215, 145, and 75 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The pt took oral medications following the testing, however reported no injury. The meter and test strips were replaced.